Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet, resulting in repeated pairing attempts and the user replacing the sensor, consistent with an intermittent communication failure involving the antenna component of the electrical/magnetic system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability issue between devices consistent with intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.